Event description:
Pt has scs system for back pain. Pt hasn't used her scs system because she wasn't getting pain relief. Caller increasing stim but pt not feeling stim with increase in stim initially with various electrodes and changing pw helped get some stim sensation in back area (target area) using 5.4v using electrodes 0 thru 3, double guarded cathode. Pt had lost their stim benefit over a year ago. Impedances on electrodes that the pt had been using were: 1-2 (3364), 1-3 (1639); 2-3 (2101); 3-4 (3488), 5-6 (1600); 5-7 (1821) and 6-7 (1503). When trying to measure a group impedance on group c, there was a message on screen about "low impedance" on group c and the system was not allowing him to measure a group impedance. Tss did longevity calc based on: 5.4v, 300us, 40hz, 20 hr/day use and double guarded cathode = 2.1 yrs to eos. Tss reviewed this was for new ins. Pt's current battery capacity was showing as 3.0v so that pt did have some capacity left but hard to estimate exactly how long.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the a manufacturer representative (rep) stating the cause of the low impedances and lack of relief was unknown. To resolve the issue, the rep reprogrammed around the low impedances. This resolved the issue.